Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the reservoir had a large air bubble. The blood glucose reading was 84 mg/dl. It was also stated that the air bubbles were found after filling. The infusion set and reservoir will be placed. The reservoir will be returning for analysis.